Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 2,000.0 mcg/ml at 997.0 mcg/day and bupivacaine 23.0 mg/ml at 11.466 mg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2019 it was reported a motor stall occurred at 7:45pm on (B)(6) 2019. It was noted as ¿n/a¿ in regards to if any environmental, external or patient factors may have led or contributed to the issue. The actions and interventions taken to resolve the issue was the pump would be replaced. The surgery was planned but it had not been scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. No patient symptoms were reported, and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's daughter called the office on (B)(6) 2019 stating that their mom's pump was alarming every 30 minutes and they were screaming out in pain. It was noted that it all started about 1 pm on (B)(6) 2019. The patient was transported to the emergency room. It was noted when they called the ER doctor they could hear the patient screaming out in pain in the background. A manufacturer representative was called to the hospital and upon interrogation of the pump they saw that it was a pump motor stall. The event required in-patient or prolonged hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. It was noted the patient was incoherent, had increased blood pressure and pulse. The clinical diagnosis was increased pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the patient would have surgery scheduled for device replacement after she is discharged from current emergency hospital stay. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that pump was replaced on (B)(6) 2019. The caller required information regarding the repair kits and what to check for in the logs. No further complications have been reported.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.